Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced high blood glucose after an infusion site change and had been using meal announcements to correct elevated glucose and at bedtime despite low carbohydrate intake; education was provided on appropriate meal announcement and high glucose protocols, and glucose subsequently returned to range. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution of hyperglycemia after monitoring and education. Investigation included review of user-reported history and device use, assessment of training and use patterns, and troubleshooting with education. Investigation of this case revealed user technique and training issues related to inappropriate use of meal announcements rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user training deficiency leading to improper use.